Event description:
During a femoral artery lesion av graft declot procedure, the balloon catheter shaft broke. The fractured portion was snared and removed. It was noted that resistance was met with removal of ut sds balloon. Another balloon was used to complete the procedure. No pt injuries or complications were reported. The patient's status is reported to be 'fine'.